Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, internal mic tests failed during functional tests but not related to the complaint. Receiver functional testing was performed and passed. Manual try-it audio\vibration testing was performed and passed. Audio\vibration test with global receiver communication tool test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.